Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2013 that at an appointment on (B)(6) 2013 the patient was informed by the manufacturer representative that she had a "broke lead wire." Two days later it was reported that "one of the wires was broken." The patient also stated that she met a different manufacture representative "one to two months ago" and thought she had a "bent wire." About two and a half weeks later it was reported that the first manufacturer representative had been dealing with the issue but it was unknown what the exact date was that he first knew about it. The patient's lead fracture was due to a fall but the device still worked depending on the patient's position. The patient had other neurologic issues that caused her to fall. The patient was programmed "away" form the electrode that did not work. The health care provider (hcp) wanted to extend the device's life as long as possible but the patient needed a revision "soon." The second manufacturer representative was meeting the patient the day after the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that upon analysis of the device with the clinician programmer every electrode in the patient's lead was working. It was noted that the patient had several falls and trauma events and the health care provider's (hcp's) opinion was that the falls were the reason for the lack of device efficacy. It was reported that the device was working properly and the manufacturer representative could provide documentation to support that there was no broken wire. The hcp was evaluating whether the patient required any kind of revision surgery as they were having an array of other medical complications that far exceeded the device. It was noted that the hcp was also evaluating if they should order an x-ray of the device to verify placement of the lead or any migration that may have occured due to the patient's serious of traumatic events.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01fg5, implanted: (B)(6) 2012: product type lead. (B)(4).